Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, redness, inflammation, infection that extended beyond the patch perimeter. The insertion site feels firm and is noticeably warm. The area causes pain and there was also a foul odor present. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The area appears red and the surface shows dryness with fine, white, flaky scaling. The texture of the affected skin looks slightly raised relative to adjacent skin, indicating localized swelling. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. The skin reaction was treated with topical mupirocin ointment and prescription oral antibiotic amoxiclav (unspecified dosage). There was no documentation of further medical intervention. No other details were provided. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).